Event description:
This is the second of two reports for the same pt involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 9610813-2014-00042 for the description of the first report. It was reported by the pt on (B)(6) 2014 that he experienced a "severe eye infection" after using the daily disposable contact lenses. The pt inserted the lenses on (B)(6) 2014 and early the next day his right eye was irritated as if there was an object in the eye. The pt went to the emergency room (ER) and "was diagnosed" there and requested that he follow up immediately with a visit to an ophthalmologist. At the present time, the pt is on medication to resolve the issue. Additional info was received from the pt on (B)(6) 2014 who stated that the infection only occurred in the right eye. The pt stated that he went to the emergency room on (B)(6) 2014 and was diagnosed with an eye infection and was prescribed ofloxacin. He was then told to see the eye care professional (ecp) on (B)(6) 2014 who confirmed the diagnosis and told the pt to continue using the prescribed medication and added polyhexamethylene biguanide every 3 hrs for 10 days. He has been seen by the ecp every day as well. His next follow-up appointment is on (B)(6) 2014. It is noted that the pt experienced redness, pain/discomfort, and discharge. Additional info was received on (B)(6) 2014 from the pt who stated that he saw the ecp on (B)(6) 2014 and will follow-up again on (B)(6) 2014. This issue is not resolved. Additional info was received from the treating eye care professional's office who stated that the pt was given a diagnosis of keratitis, along with an ulcer, on the right eye; no info was provided regarding the size or location of the ulcer. It was reported that no initial scarring was seen and that no culture was performed to the reporter's knowledge. The pt is scheduled to return for follow-up on (B)(6) 2014. Additional info received from the treating eye care professional via an adverse event form on (B)(6) 2014 which stated that the pt was diagnosed with acanthamoeba in the right eye. The ulcer was located peripherally and there were infiltrates, however, there was no specification as to how many, the location, or size. There was no corneal staining. Treatment of polyhexamethylene biguanide every hour was given. The patient has weekly follow-up appointments and the patient has not resolved or resumed lens wear at this time. Additional information was received on (B)(6) 2014 via medical record from the treating eye care professional(ecp). The patient was seen on (B)(6) 2014 for a follow up appointment with confocal, refractile bodies suspicious for acanthamoeba in the right eye (od). The patient had pain the previous day and on the previous sunday. Started polyhexamethylene biguanide (phmb) every hour on (B)(6) 2014 and the pain level had gone down significantly. The patient's chief complaint and additional history is as follows: pain, redness, and foreign body sensation od for 2 days. The patient put his contact lenses on and rode his bike from los (B)(4), and then took a shower once there and rode back. The pain started after the shower. The patient was seen at the emergency room and was told he had an abrasion and was started on "ocu". The patient did fall while riding his bike and may have been splashed with dirty water from a bridge. Pupils were stable with no change in both eyes. Lids/adnexa had no lesions, normal configuration, and no growths in both eyes. Conjunctiva/sclera showed 1+ injection od. Cornea showed a pin point epithelial infiltrate and staining at 3 o'clock surrounded by intense stromal haze od and 3-4 nummular stromal infiltrates were seen. It is noted that the haze improved, and there were no radial nerves inflamed, but the haze with pin point infiltrates was suspicious for acanthamoeba. Anterior chamber showed deep with cell 2+ with 2+ flare od. Iris showed round pupil and normal stroma for both eyes. Lens was appropriate for the patient's age for both eyes. It was diagnosed that the patient had acanthamoeba keratitis od. The treatment plan was for the patient to continue with the phmb every hour and if it worsened add propamidine isethionate or a substitute. Follow up was scheduled for the following day. The patient was seen on (B)(6) 2014 for a follow up appointment for the corneal ulcer od and the eye felt better. The patient was using ofloxacin 4 times a day od and phmb every hour od. Conjunctiva/sclera showed injection (trace) od. Cornea showed pin point epithelial infiltrate and staining at 3 o'clock, markedly decreased stromal haze with resolution of the nummular stromal infiltrates. Anterior chamber showed deep with cell trace. All other examination findings were the same as the previous appointment. It is noted that the diagnosis was od corneal ulcer, probable acanthamoeba, which was responding well to phmb. The ecp will consider every 2 hour ointment starting the following day. Recheck was required in 1 day. The patient was seen on (B)(6) 2014 for a follow up appointment with a decrease in pain. Cornea showed markedly decreased stromal haze with resolution of the nummular stromal infiltrates. All other examination findings were the same as the previous appointment. Treatment plan was to continue the phmb every hour until the following day and then change to every 2 hours. Recheck was to follow in 1 day. The patient was seen on (B)(6) 2014 for a follow up appointment. Medication taken was ofloxacin 2 times a day and phmb every 3 hours. Pain had decreased. Cornea showed stromal haze barely visible, nasal. All other examination findings were the same as the previous appointment. The acanthamoeba keratitis od had much improved on phmb and there was no need for propamidine isethionate at that point. Patient was to use the phmb every 3 hours for that week and then taper to every four times a day. The patient was seen on (B)(6) 2014 for a follow up appointment. Medication taken was fluorometholone every 3 hours. Patient was feeling no pain at that time. Cornea showed stromal haze minimal, almost resolved. All other examination findings were the same as the previous appointment. Taper prednisolone acetate ophthalmic suspension to 4 times a day and the patient was to follow up in 2 days. The patient was seen on (B)(6) 2014 for a follow up appointment. Cornea showed minimal haze. All other examination findings were the same as the previous appointment. Treatment plan was phmb 4 times a day od and follow up in 1 week. The patient was seen on (B)(6) 2014 for a follow up appointment. Medication taken was chlorhexidine 4 times a day. Cornea showed minimal haze, if any. All other examination findings were the same as the previous appointment. Corneal changes were barely visible. Treatment plan was the same as the previous appointment. The patient was seen on (B)(6) 2014 for a follow up appointment. Medication was the same as the previous appointment. Cornea showed faint k scar, no significant inflammation. All other examination findings were the same as the previous appointment. Treatment plan was the same as the previous appointment but to consider tapering off medication in (B)(6). The patient was seen on (B)(6) 2014 for a follow up appointment. Medication taken was phmb 4 times a day and "none". The exam was unchanged and stable. All other examination findings were the same as the previous appointment. Acanthamoeba keratitis od looked quiet. Treatment plan was the same as the previous appointment. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Product from the same lot number was returned for eval and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).